Manufacturer narrative:
Correction to b5 and d6b.

Event description:
(B)(6) 2025 where the ipg was explanted and replaced to address the issue.

Event description:
It was reported that due to a recent weight loss the ipg migrated and made it difficult to charge the ipg. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.